Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had inappropriate high voltage therapies due to noise sensing. The lead was capped and replaced with another one. No further patient complications have been reported as a result of this event.